Manufacturer narrative:
Findings: unable to verify blinking display caused by pushing the act button due to blank display. Unit received with blank display due to moisture damage on the lcd board. Unable to perform displacement test due to blank display. No moisture damage on the motor, battery tube and vibrator assembly. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 82 mg/dl. The customer stated that the device is dunked twice in the ocean. The customer stated that the display fading out when giving a bolus. The customer stated that she is unable to view history. The customer reports that in reference to faded screen as soon as we click off screen everything fades to where unable to read. The customer also reported that the insulin pump had partial display. Customer's blood glucose was 82 mg/dl. The customer reports that the device was exposed to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
(B)(4)